Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained with retrograde approach. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel. A 6.0 x 100 x 75cm mustang balloon catheter was advanced for pre-dilation. However, during second inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.